Manufacturer narrative:
The sapien 3 ultra valve was not retuned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided case imagery revealed 1 strut bent outward greater than 90 degrees at the inflow side was observed during the insertion through the sheath. One (1) strut appeared to puncture through the sheath liner. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints based on the complaint codes. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the review of the provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, ''during the procedure, some force was experienced while pushing it through the esheath. It was decided to retrieve it as a whole unit and implant a new valve. Once the valve was out of the esheath, and prior to the alignment, it was noticed that the valve was deformed and some of the struts were not aligned with the valve. Out of the patient, it was noticed that the esheath was linearly broken. The sheath liner was stranded and, as per video provided, there was a frame damage during use' and 'it could be due to the anatomy and calcium of the patient'. The presence of calcification can create challenging pathway during delivery system advancement, it can lead to high push force or resistance. It is possible that the valve strut caught and punctured through the sheath during the delivery system advancement, and if excessive force was applied to overcome the resistance, it can result in the bent strut observed. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. These patients and/or procedural condition, in conjunction with the exposed apices of the crimped sapien 3 ultra valve, may increase the rate of frame damage. A CAPA has identified potential areas for sapien 3 ultra design/process improvement to mitigate against the failure. Although a definite root cause was not able to be determined. Available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03172.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As found reported by our affiliates in (B)(6), the patient underwent an implant of a 26mm sapien 3 ultra valve, by transfemoral approach. Per video, there was a frame damage during use. The valve was crimped properly and introduced into the patient through the esheath. During the procedure, some force was experienced while pushing it through the esheath. Once the valve was out of the esheath, and prior to the alignment, it was noticed that the valve was deformed and some of the struts were not aligned with the valve. It was decided to retrieve the devices as a unit and implant a new valve. After removal, it was noticed that the esheath was linearly broken. There was no patient injury and the patient outcome was good.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2021- 03172 for the liner strand. The valve was returned crimped in a jar with solution. The delivery system was returned fully inserted through sheath. The returned device was visually inspected for any abnormalities. One (1) slight deformed strut on the inflow. As received, all struts were exposed through the skirt, which is normal after crimping and use. Post expanded valve: the bent strut corrected. The frame was slightly deformed/canted. All struts remained exposed through skirt, and normal after crimping and use. The leaflets wrinkled, likely due to storage condition (prolong crimping) during the return handling process. Imagery was provided by the site and revealed one (1) strut bent outward greater than 90-degrees at the inflow side observed during device insertion through sheath and one (1) strut appeared punctured through sheath liner. No functional testing or dimensional inspection was able to be performed due to device return condition (frame distorted). The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Commander delivery system with s3u thv, device preparation training manual, and procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on provided imagery and returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, during the procedure, some force was experienced while pushing it through the esheath. Once the valve was out of the esheath, and prior to the alignment, it was noticed that the valve strut was bent outwards. Therefore, it was decided to retrieve it as a whole unit and implant a new valve. Out of the patient, it was noticed that the esheath was broken, and per medical opinion, the event could have been due to the patient anatomy condition. Per follow-up information, the patient's access vessel had presence of calcification and tortuosity. Additionally, the device was inserted at steep angle (45 degrees). Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. The presence of calcification, tortuosity, and steep insertion angle can create challenging pathway during delivery system advancement, leading to resistance. It is possible that the valve strut caught on the liner during the delivery system advancement. In such condition, attempts to manipulate the device to overcome the resistance can damage the valve (bent strut) and sheath (liner tear and strands) as reported in this case. These patients and/or procedural condition, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation/ steep insertion angle) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.